Event description:
The pt was testing blood glucose on suspect device and reporting values to dr. He was a newly diagnosed diabetic. The dr was adjusting medications based off of suspect device results. The pt tested blood glucose on suspect device and was 16 mg/dl. Did not have symptoms of low blood sugar so went to hospital where blood glucose was tested and was 100 mg/dl. Next day went to dr and tested blood glucose on drs device and was 30 mg/dl at same time tested blood glucose on pt's suspect device and was 109 mg/dl. At that time dr discontinued insulin injections and put pt on oral medications. The insulin injections had been prescribed based off of the suspect device readings.